Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient found a fluid leak from the blue pin of the liberty cycler set during fill 1 of their pd treatment. A watchdog timer error was reported upon powering on the cycler. No fluid came in contact with the cycler. Upon follow-up with the patient contact, it was confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is trained on manuals and stat drains if needed, and was able to complete treatment using manuals. The cassette used by the patient is not available to be returned to the manufacturer for evaluation because it was discarded.